Event description:
It was reported that the patient had a shock for ventricular tachycardia (vt) which was not effective and did not convert the rhythm. There was noise noted on the right ventricular (rv) lead a few seconds after the shock. The physician had concern that there was lead to lead interaction from a capped chronic rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was one ventricular non-sustained tachycardia of 200 ms on (B)(6) 2013. Concomitant medical products: d164vwc implantable cardioverter defibrillator (ICD). 6942-65 implantable tachy lead: (B)(6) 2000. (B)(4).